Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2021 to treat grade 2-3 degenerative mitral regurgitation (mr). One clip was implanted, reducing mr to grade 1. On (B)(6) 2021, prior to discharging the patient, echocardiogram confirmed the clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and mr increased to 2-3. No additional treatment was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. The reported patient effect of mitral regurgitation (mr) as listed in the IFU, is a known possible complication associated with mitraclip procedures. Based on all available information, reported single leaflet device attachment (slda) appears to be due to challenging patient anatomy. Additionally, the reported mr was a cascading event of reported slda. There is no indication of a product issue with respect to manufacture, design, or labeling.